Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 2 years, 4 months. (Calculated from the date when the system controller was issued to the patient). The system controller was not returned for evaluation. The reported incident of depleted external batteries, system controller lost power and clock not set alarm was confirmed with the submitted log file. The data suggests the system operated on the external batteries until the batteries became depleted. A cause for the battery depletion could not be conclusively determined. The system reverted to the internal backup battery for power and operated until that battery became depleted resulting in the pump stop and ¿clock not set¿ alarm. The analysis could not determine the duration of time the device was without power. The patient remains on lvad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the system controller was exchanged by a caregiver. System controller history interrogation revealed that the batteries had depleted and the system controller lost power. Another low voltage hazard event occurred on (B)(6) 2017, and the patient placed half charged batteries on the system controller. On (B)(6) 2017, the batteries were depleted and the system controller backup battery operated as expected, until it was depleted and pump stoppage occurred. The patient was reported as being asymptomatic. No additional information was provided.